Manufacturer narrative:
Correction h6 (results code and conclusion code). The reported event could be confirmed since the provided CT scan images show loosening and migration of both the tibial and talar components. Upon further investigation of the CT scans by healthcare professionals the following was observed: with the CT scan, the loosening of both implants, tibia and talus, can be confirmed. There is clear dislocation surrounded by radiolucence and some changes in the bone substance adjacent to the tibial component, but there seems also some subsidence and some cysts around the tibial component. Both of these findings are compatible with a loosening and migration of the components. Summarized, there is loosening and migration visible in both of the components, the underlying cause might be poor bone substance and too much stress on the prosthesis in the healing period. Based on investigation, the root cause was attributed to a patient related issue. As noted by a healthcare professional, the failure was caused by poor bone substance and excessive stress on the prosthesis during the healing period. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to lysis and continued pain with subsidence of the implant. The patient was too active too quickly on the implant. The physician plans on adding the stj fusion; casting the patient and moving forward with a longer nwb time will add to a better outcome.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to lysis and continued pain with subsidence of the implant. The patient was too active too quickly on the implant. The physician plans on adding the stj fusion; casting the patient and moving forward with a longer nwb time will add to a better outcome.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.